Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at implant was not reported. The physician performed an intervention where open repair was performed as the aneurysm was confirmed to be enlarged from 60mm in diameter to 75mm. The stent graft was not explanted; however, the physician performed a partial excision of the aneurysm and sewing to shrink the aneurysm size. When the intervention was performed thrombus was removed and the physician stated that no endoleak was identified; therefore, the cause for the aneurysm enlargement is unknown. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4).